Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant procedure, the right atrial lead exhibited loss of capture. Chest x-ray revealed the lead was dislodged. The lead was successfully repositioned. The patient did not experience any other issues or symptoms and would continue to be monitored.